Event description:
It was reported that the ventricular lead had an insulation breach. The lead was repaired with silicone sleeve and medical adhesive. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.